Event description:
It was reported that the patient presented in the clinic with a non-healing incision at the device pocket. The physician elected to explant the entire pacing system. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.